Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05307. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating the implant date was on (B)(6) 2016.

Manufacturer narrative:
Implant date corrected to (B)(6) 2016.